Event description:
The customer reported distal end beak broke. The reported issue occurred during inspection of the device for use before patient in a room involving an olympus resection sheath. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the reported issue is caused by component failure. The cause of the damage to distal end is considered to be overloading or deterioration over time. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.